Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Investigation summary: territory 141 reports reamers are not locking properly into the t-handle. A functional check with a mating reamer could not confirm the complaint as the two mating devices assembled, locked and disassembled as intended. Follow up information found there is no allegations against the unknown reamers as they are brand new. However, visual analysis found the handle cracked. A complaint database search on the provided product code identified similar reports for handle damage/breakage. Previous investigations found based on the data acquired during failure analysis of (B)(4), the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. A previous investigation (B)(4) was conducted by commercialized product development to determine if a product improvement is necessary. (B)(4) was completed in june of 2016 and concluded no design solutions identified which would reduce the risk of handle fracture without introducing new risk. A previous evaluation found the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Continue to monitor complaints under post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamers are not locking properly into the t-handle.